Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and inclusion of the tibial insert in the packaging recall. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-bone interface; however, this cannot be confirmed. Possible causes for polyethylene damage include inclusion of the polyethylene in the packaging recall, malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 109 months after a left total knee replacement procedure. The patient presented with complaints of pain. Loose femur and recalled poly were indicated. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. No device returns are anticipated. Due to the recall the hospital will not release them. Device images were provided. No further information.

Manufacturer narrative:
D10: (B)(6) - 02-010-01-0340 - logic femoral ps cem right sz 4, (B)(6) - 02-012-35-4009 - logic tibia ps mod insrt sz 4 9mm, (B)(6) - 02-012-35-4009 - logic tibia ps mod insrt sz 4 9mm, (B)(6) - 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t, (B)(6) - 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t, (B)(6) - 200-02-35 - three peg patella 35mm, (B)(6) - 200-02-35 - three peg patella 35mm. The reason for the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and inclusion of the tibial insert in the packaging recall. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-bone interface; however, this cannot be confirmed. Possible causes for polyethylene damage include inclusion of the polyethylene in the packaging recall, malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.